Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, there was a placement failure of an implant due to plunger that was badly positioned and damaged the implant. No consequence for the patient, a back-up implant of same diopter was placed. No further information available.

Manufacturer narrative:
On initial MDR the h8 ¿initial use¿ was submitted in error, it should have been ¿reuse of reusable device¿ in the original MDR. A sample was not received at the manufacturing site for evaluation for the report of damage to implant; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).